Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and device rewound properly during testing. No loud motor noted during rewind. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error message and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.